Event description:
A hosp stated there was power cord damage found when humidifier was first opened out of box for testing by the biomed, and the insulation was damaged exposing wires.

Manufacturer narrative:
Review of production device history record from serial number provided. The device is not available for eval. Results: each mr850 humidifier is inspected prior to packing. There was no indication on the mr850 humidifier DHR that it required any repair during MFR. It passed all assembly, tests & inspection stages. Conclusion: no conclusion can be made as to how the power cable was damaged. The mr850 is designed to the standard ul 60601"1 for electrical safety which includes the power cable construction and anchoring to the device.